Manufacturer narrative:
Evaluation method: x-ray. Evaluation summary: the valve exhibited heavy calcification in the cusp area of all three leaflets. Calcification restricted mobility in the leaflets and led to stenosis. Some calcification nodules were visible as they projected from the tissue. Minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 2mm. Minimal to moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice by 4mm. Host tissue was minimal to moderate at the stent outflow. The evaluation results confirms calcification as the primary cause of the reported mitral stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency that may have caused or contributed to the event.

Event description:
It was reported that a mitral bioprosthetic valve was explanted due to severe stenosis, after an implant duration of approximately 5 years (57 months). The operative report noted, "2 leaflets were frozen, heavily calcified. The 3rd was calcified, had some mobility."